Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis with no damage observed on the pump. Event log history was performed and was unable to determine any residual medication observation from the event log. During analysis, the reported problem was unable to be duplicated, delivery accuracy tests found the pump delivery accuracy error within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that the device was in use with patient for infusion. The reporter stated that the infusion cassette had fluid left in it. No adverse effects to patient reported.